Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during testing, evidence of contamination was found under the contrast and ok key contacts. The battery compartment was cracked. In addition to these issues, the keypad cover was peeling near the contrast button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under key contacts and damage to the battery compartment. This report is made based on results of investigation completed on (B)(6) 2015.